Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. The instrument did not pass self-test during the initialization process at the site. Review of error logs confirmed several homing failures (error 22026) during initialization using system sk6095 on march 6, 2023, indicating the instrument did not work. During failure analysis, no dislodged blade was observed at the garage track. No conductor wire damage or snake wrist damage was found. Heavy bio debris was observed at the garage track and was cleaned out. Instrument was installed on the system arm and passed self-test on multiple attempts. The vse passed cut and energy activation test, knife slot test, and ceramic dot verification. No missing material or broken component was observed. Knife and cable were brought out of the garage track during manual extraction, and no damage was observed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument blade was exposed. It was unknown if any fragment fell into the patient. The procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the blade exposed, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was unknown if a fragment fell inside the patient during a da vinci assisted procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.